Manufacturer narrative:
Additional information is provided in g.1., g.2., h.6. And h.10. The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the aspiration stopped suddenly during a cataract with intraocular lens procedure. The aspiration could not be recovered by changing the cassette. The procedure was completed manually not using the phacoemulsifier. There was no harm to the patient.